Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the forearm vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 22 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was non-calcified and non-tortuous. The balloon ruptured during its first inflation for 10 seconds, and the device was simply pulled out.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the forearm vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 22 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event.